Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient¿s ipg was inoperable following a surgery (unrelated to the scs system). Reportedly, the ipg was not put into surgery mode. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Therapy was restored post operatively.